Manufacturer narrative:
The suspected device is not expected to return for evaluation. A follow up will be submitted when additional information becomes available.

Event description:
On (B)(6) 2026, a nurse in the interventional department followed the doctor's orders to use the angioplasty kit for a post-procedure catheterization patient. After sending the patient to the ward, bleeding was observed. The patient was immediately returned to the interventional operating room, the microcatheter was withdrawn, a new angioplasty kit was replaced, and the operation was completed. Cause analysis of event: product-related (including instructions, etc.) Description of cause analysis: kit issue: the connections of the catheter, guidewire, and other components of the kit were not tight, or there were quality problems with the kit, which could lead to bleeding. Initial handling: replaced with a new angioplasty kit and completed the operation.